Event description:
Surgeon reports lens was explanted on the fourth post-operative day and replaced with another lens. He reports one haptic did not return to proper extension and this resulted in a dislocation. The event outcome was reported to be good.